Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye noted a damaged female connector. Clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed using an in-house minicap, and a leak was detected from between the minicap and the female connector. There was evidence of damage to the bottom threads of the dark blue female connector of the transfer set indicating an over torqueing of the minicap during customer use. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leak between the connection of the minicap and the female connector of the peritoneal dialysis (pd) transfer set. This occurred during use at the hospital for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.